Event description:
It was reported that during post procedure check, the lv lead did not have any capture. Lead dislodgement was confirmed via chest x-ray and device was reprogrammed to rv only pacing. Patient was discharged and will be brought back as an outpatient for lv lead repositioning at a later time. The patient was stable.

Event description:
New information notes that on (B)(6) 2022 the patient was brought into hospital because of bleeding wound. The decision was made to revise the device. The device was explanted and replaced. The lead was also explanted and replaced. The patient was stable. Related manufacturer reference number: 2017865-2022-50334.

Manufacturer narrative:
Correction: the manufacturer report number (mrn). The previously reported mrn 3006705815 was incorrect. The correct mrn is 2017865.